Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt stim even when the therapy was turned off. System was explanted. No further complications were reported.